Event description:
It was reported that the pump reset unexpectedly, resulting in the customer experiencing an elevated blood glucose (bg) level of 519 mg/dl. The customer delivered a correction bolus via pump to address bg. Reportedly, the customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.